Event description:
Patient reported right side rupture and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional confirmed capsular contracture baker grade IV, and additionally reported "superior displacement of the implant" and "intracapsular serosanguineous fluid". Device has been explanted.

Manufacturer narrative:
A visual analysis of the photographs identified: ¿ red particles on the surface of the shell. ¿ broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported right side rupture and capsular contracture, baker grade unknown. Healthcare professional confirmed capsular contracture baker grade IV, and additionally reported "superior displacement of the implant" and "intracapsular serosanguineous fluid". Device has been explanted.